Event description:
Multiple upstream occlusion alarms with infusion of lasix to the patient. This facility has had multiple similar problems with this device over the last year. The manufacturer is aware. The cause of the problems remains unknown. In these cases, the line is able to be flushed easily. There is no indication of an occlusion in the line or an IV infiltrate.